Event description:
It was reported during the procedure that the catheter stretched subject coil. A snare device was used to remove most fragments; however, some fragments remained in the patient. No additional information is available.